Event description:
Same case as MDR ID#: 2134265-2014-01844. It was reported that following a coronary artery stenting treatment procedure, the patient had some complications. In (B)(6) 2013, the patient had a myocardial infarction and two promus element plus stents were placed in the mid left anterior descending artery (mid lad). The patient reported in the following morning, he awoke with ¿bumps on his head¿ which were red, raised and extremely pruritic to the point. He scratched so hard and it bled. He has had hives daily since that time without relief and felt they were becoming larger and more diffuse, and now involving his entire trunk and extremities as well. They had been associated with lip and throat swelling and sob once. He was seen at the hospital and was given a ¿shot of something¿ which might be epinephrine. He had been to emergency department 5-6 times and had required 3 bursts of prednisone for this. He had his oral anticoagulant changed from plavix to brilinta to effiant with no change in his hives, so he had been placed back on plavix. He denied any change in his other medications for the past several years and had no prior reactions to any of them.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).